Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a yeast infection on his lower back. The patient had an open sore at the area of the infection and the lifevest was irritating it. The yeast infection was treated with diflucan. During a follow-up it was reported that the sore had improved.